Event description:
During an esophageal dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that it was] impossible to slide the expansion [dilation] balloon into the operator channel, as the balloon blocked at about 30/40cm. There was no reportable information at this time. The device was evaluated on (B)(6)2022 . It was noted that the device had a break in the catheter near the middle/distal portion [subject of this report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear ziploc bag and micro labels attached. The label matches the product returned. The product was returned for pr 374544. During the investigation for that pr, a break in the catheter was identified in device # 2 and this pr was created. The laboratory investigation found that the catheter had broken at the 142.3 cm location as measured from the nose of the hub. Kinks were also observed at the 131.0cm, 132.2cm, 133.5cm, 139.5cm, and 146.4cm locations as measured from the nose of the hub. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our investigation did confirm a break in the catheter. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Additional information received indicates that negative pressure was not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to advancement difficulty/catheter breakage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure was not applied to the balloon prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.